Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill when the tm was onsite completing regular servicing on machine. The fill tube in bucket of water for over half an hour and would not fill. Per follow up information received via email on 19apr2024, device has been sent in the bd facility. The issue has not been resolved and device was currently under assessment.